Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. The implant shows severe damage due to removal. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant.

Event description:
Implant fracture.